Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During preparation, the handle for basket control was fractured. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of handle break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle cannula was pulled out of the finger ring portion of the handle assembly. The heat shrink was disassembled in order to inspect the handle cannula and observed the handle wasn't broken. The handle cannula was inspected under magnification and it showed the screw marks. The distal screw and proximal screw depth were measured and were found within specification. The handle wasn't observed broken, as per complaint information the costumer reported "handle of the device was fractured", however the issue found of handle cannula detachment is what the costumer could have perceived by reporting that. Therefore the reported complaint is confirmed. Based on all available information, it is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. The detachment of the cannula may be related to user manipulation, technique applied during procedure, and/or anatomical factors that could have caused some difficulties while actuating the handle. This lead the user to apply an extra force that ended detaching the handle cannula. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During preparation, the handle for basket control was fractured. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.